Event description:
It was reported that there was excessive friction and smoke from the moment it was switched on.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.